Event description:
The user received a questionable result for calcium on the cobas integra 400 plus analyzer for one patient sample. The user said this issue has been occurring intermittently for a couple of months. The initial result run on a plasma sample was 16.26 mg/dl; the repeat result was 15.7 mg/dl. The user called a verbal calcium report to the physician. It was not known which calcium result was reported outside the laboratory. The user then decided to run a serum sample collected from the patient the same time as the plasma sample which yielded a calcium result of 9.69 mg/dl. The user additionally repeated the original plasma sample which yielded a calcium result of 9.65 mg/dl. The user called the physician and corrected the previous verbal calcium result. It was not known which repeat calcium result was used as the corrected result for this patient. The user said the correction was called soon after the initial verbal report and the patient suffered no adverse consequences. The reagent lot number for calcium was 63020401. The field service representative determined there was a problem with the analyzer rotor belt. He replaced the belt and performed adjustments. Performance tests were run and within specifications.